Manufacturer narrative:
Product analysis could not be performed as the device remains in service. Therefore, device allegations could not be confirmed. At this point, it can be concluded that known trend issues most probably contributed to the event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and non-boston scientific right atrial (ra) lead, exhibited rate response trend noise and high pace impedance measurements within normal limits, around the 1,800 ohms range. The device was reprogrammed for optimization. No adverse patient effects were reported. The device remains in service.